Event description:
There were artifacts on the ivus image and bad image quality. The catheter was removed and replaced without harm to the patient. Manufacturer response for catheter, volcano refinity rotational ivus catheter (per site reporter) manufacturer notified.